Manufacturer narrative:
On 10/8/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was noticed a parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed and it revealed a tear in the posterior view, measuring approximately 0.3 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/5/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: right side deflation. Concomitant products: left side; 475cc mentor siltex round moderate profile catalog number: 3542680; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 475cc mentor siltex round moderate profile and was presented with right side breast implant deflation postoperatively. As a result, the device was explanted, and replaced with catalog number: 3502600 on (B)(6) 2019.